Manufacturer narrative:
Product analysis: there was a break on the hypotube 18.5 cm distal to the strain relief. The hypotube was bent at 1cm and 2cm distal to the breakage. The distal tip had no damage. No other damage noted on the device. Cine image review: the cardio-angiogram shows the vessel to have severe calcification and the vessel also appears severely narrowed. There appears to be numerous attempts to pre-dilate the vessel. The vessel appears resistant to concentric expansion of the balloon, with the balloon being hindered due to the calcification present in the vessel. The results of the pre-dilation were not sufficient enough to successfully open up the vessel. The images also show the attempt to advance the stent across the lesion but difficulties appear to have been encountered. The images failed to confirm any issue related to the reported detachment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx (rx) drug eluting stent. The device was inspected before use with no issues noted. The target lesion in the mid lad had severe calcification, moderate tortuosity and 80% stenosis. Lesion was subtotal occluded in mid segment with an acute bend. A non-medtronic wire was successfully crossed and the lesion was pre-dilated twice with a 2.0 x 15 mm and a 2.5 x 20 mm balloon at 10 atm¿s. An attempt was made to deliver a 2.5 x 28 mm non-medtronic stent; however, this failed to pass. Resistance was encountered delivering the device and excessive force was used in the lesion site. Further inflation was performed with a 3.0 x 20 mm nc balloon. An attempt was then made to deliver the resolute onyx stent. It partially crossed by 5 mm. It was reported that during advancement the shaft kinked and broke off at the distal part of the shaft, near the hub. The detached portion was removed. No patient injury reported. Patient was stable post procedure. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.